Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Block h10: a wallflex biliary fully covered stent was received for analysis; the delivery system was not returned. Visual inspection was performed and no problems were noted to the stent. Product analysis did not confirm the reported event of stent material deformation. There is no indication of what the customer reported because the stent was received without any problems. The device met all the manufacturing requirements and passed the visual inspection during product analysis. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent was to be implanted in the bile duct to treat a 5-6cm malignant stricture secondary to pancreatic cancer during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed; however, after the stent was placed, it was observed that the stent retrieval loop was bent inward and was obstructing the drainage passage. The stent was removed with snares and an 8mm x 8cm wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent was to be implanted in the bile duct to treat a 5-6cm malignant stricture secondary to pancreatic cancer during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed; however, after the stent was placed, it was observed that the stent retrieval loop was bent inward and was obstructing the drainage passage. The stent was removed with snares and an 8mm x 8cm wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation.